Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Report source- foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
Dermatome motor appears to be running slow. No known harm or delay has occurred.

Event description:
Upon receipt of additional information it has been determined that the device did not cause or contribute to serious injury, nor cause or contribute to serious injury in the past. This report was filed in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device did not cause or contribute to serious injury, nor cause or contribute to serious injury in the past. This report was filed in error and should be voided.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
Dermatome motor appears to be running slow. No known harm or delay has occurred. The event occurred during pre-checks of equipment in theater prior to surgery. This unit had been used 4 times although it was less than a year old.